Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms on the system controller. It was noted that a constant beeping stemming from the black power lead was heard. The batteries and battery clips were fairly new. The batteries were set to expire in february of 2025 and the battery clips were issued on mar2023. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, damage to power cable the reported event of atypical low voltage alarms was confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded ((B)(6)) for review that showed events spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Atypical low voltage advisory alarms while connected to battery power were active throughout the log file due to fluctuating rsoc voltage readings on both power cables, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Additionally, low supply voltage while connected to the power module was observed. The voltage did not drop low enough to activate an alarm. Pump operation was not affected during these events. The driveline was disconnected on (B)(6) 2023 at 09:33:28 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended duration without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The underlying wires within both cables were individually measured, and several wires had raised resistances, ranging from 1.6 ¿ 11.7 ohms. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the cause of the alarms appears to be due to conductor breakdown within the controller¿s cables. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 02jun2021. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.